Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; white particles in the shell, creases fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified; creases sharp opening in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and deflation

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and deflation. The device remains implanted.